Event description:
Plaato procedure was performed without complications. Tee found presence of pericardial effusion before discharge of the pt without clinical symptoms. Consequences and pt will be discharged from hosp today.